Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer wanted to return the insulin pump and revert to manual injections. The alarm was caused by an infusion set/reservoir connection. Customer's blood glucose level was not reported. The device was not returned.